Event description:
It was reported that during preventive maintenance performed by the getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had touch screen issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: event site telephone number.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9 return to manufacture date, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. During pm it was found that the units touchscreen panel was not properly functioning when certain inputs were being pressed. Multiple attempts to calibrate the screen, the unit would not successfully calibrate. Touchscreen was then replaced. The failure analysis and testing dept. Received part touchscreen with a reported unit failure of touchscreen will not calibrate. The failure analysis and testing dept. Installed part into the cardiosave test fixture and tested the touchscreen to factory specifications per procedure. The fat dept. First proceeded to calibrate the touchscreen. The touchscreen would not calibrate after two attempts. The fat dept. Verified the complaint of the touchscreen not calibrating. The touchscreen failed testing.

Event description:
N/a.